Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-may-2022 to 03- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was in disconnected mode and failed login for users. A technical support specialist checked the logs for errors and made a change in the interface configuration by removing the user domains on the web application to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system went into disconnected mode, preventing users to login to the station delaying a start of procedure. Customer added that they were unable to retrieve anesthetic medication out of the station and were not able to get medications from other stations since all the stations were in disconnected mode. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported behavior of the station caused by interface configuration. A technical support specialist removed a domain that was listed to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system went into disconnected mode, preventing users to login to the station delaying a start of procedure. Customer added that they were unable to retrieve anesthetic medication out of the station and were not able to get medications from other stations since all the stations were in disconnected mode. There were no adverse events or injuries reported based on this incident.